Event description:
In 2009, pt reported experiencing 3 occlusions while she was having on-going elevated blood glucose with one incident being caused by a kinked cannula. She stated each time she experienced the occlusion, she disconnected the infusion tubing from her infusion site and delivered a 1.0 unit bolus. Pt reported the bolus delivered without occlusion. She stated she replaced the infusion set. Pt reported on one occasion she noticed the tip of the infusion set had a kink. She stated she had discarded all infusion sets that were used during the occlusions, and she no longer had the box the infusion sets came out of. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.